Event description:
It was reported that this pacemaker system exhibited loss of capture (loc) on the right atrial (ra) lead. Surgical intervention was done to explant and replace the ra lead. The pacemaker remains in service. No additional adverse patient effects were reported.